Event description:
Note: date of event is unk. It was reported to boston scientific corporation that a obtryx system-halo was used during a procedure. According to the complainant, during the attempt to use the device the wire at the end of the blue cone broke into two pieces. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Info was completed by the manufacturer based on info obtained from the complainant. The device has been received for analysis. Upon completion of the investigation of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.